Event description:
It was reported that bd syringe 50cc ll tip convenience pak had foreign matter. It was reported by customer that blue speck in 50 ml syringe. Verbatim: rcc received a complaint via phone. Blue speck in 50 ml syringe. Ref: 309680. Lot: 4124309. Have them available for investigation.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 physical samples and 2 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the sample showed each sample has blue speck. One is at the 27ml mark of the graduation scale and the other syringe at 35ml of the graduation scale, they are embedded. Bd determined that the cause of the failure was associated with the assembly process. A retraining of manufacturing personnel was performed to address this issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.